Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump; the malfunction did not recur after resetting. The customer was instructed to continue using the pump and to call back if the malfunction code recurred.